Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The reporter stated that the pump vibratory alarms were intermittently not functioning as expected during bolus delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/20/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on properly with audible tones and vibration. The remote bolus featured was confirmed to be set to vibrate. The pump paired with a test meter remote and a 10 unit bolus was completed from the meter remote properly. The pump emitted the appropriately corresponding vibration during the bolus delivery.

Manufacturer narrative:
(B)(4).